Event description:
We have a curon medical device for preforming stretta procedures. We had an equipment failure-failed to power up prior to the pt entering the room. When we tried to contact the MFR for support we found curon had filed chapter 7 bankruptcy. They failed to notify any of the physicians or equipment owners, or provide any forwarding phone numbers for support. How many other machines and catheters are out there? Shouldn't the equipment be pulled from the market asap?